Event description:
The home patient (hp) stated a supply bag fell and disconnected. The hp stated he clamped off the supply line and cycled power to machine to clear first se 2240. The technical service representative (tsr) advised the hp to close clamps and disconnect from the machine. The tsr then assisted the hp to cycle power to clear alarm and remove cassette from hc. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering/quality review was performed. This event was not confirmed due to a lack of a sample; however, based on the information obtained during baxter's investigation incident the cause of the system error 2240 is due to air being sucked into the disposable after the supply bag fell and disconnected. A batch review was not performed, as the lot information was unknown. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).